Event description:
The customer reported an o2 supply pressure failure occurrence. The ventilator discontinues oxygen support. No patient harm reported. Patient information requested.

Manufacturer narrative:
Correction.

Event description:
The customer reported an o2 supply pressure failure occurrence. The ventilator discontinues oxygen support. The customer reported no patient involvement.